Manufacturer narrative:
The investigation determined that a lower than expected vitros phenytoin (phyt) result was reported for a single patient sample when tested on a vitros 4600 chemistry system. The assignable cause of the lower than expected vitros phyt result is user error due to an inappropriate interpretation of a result flag. A flag of >sr (supplementary range) was initially given when no result was produced. The customer misinterpreted the >sr flag and thought that they had to perform a dilution. When the customer diluted the sample, they received a result of <30.0 ug/ml, which they incorrectly reported as <3.0 ug/ml as they thought they had to account for the dilution factor of 10. The technical solution center (tsc) discussed that it is not necessary to account for the dilution. The customer understands that this event was caused by user error and agrees that the vitros 4600 chemistry system is operating correctly. The investigation found no evidence to suggest a malfunction of the vitros 4600 chemistry system.

Event description:
A customer reported a lower than expected vitros phenytoin (phyt) result for a single patient sample when tested on a vitros 4600 chemistry system. Patient sample result of <3.0 ug/ml versus expected result 34.0 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros phenytoin (phyt) result was reported from the laboratory, but a corrected report, stating the expected, non-vitros result of 34.0 ug/ml for the patient was later issued. The investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).